Event description:
It was reported that during a low anterior resection procedure, the surgeon mentioned that the stapler jammed on a thick tissue firing. It is unknown where he was stapling across. The manual bailout was used to open the device. Unknown if buttressing was used. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Pawl, sled movement. The analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. An ecr60g loaded on the device was received with the one piece sled partially advanced 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the instrument was tested for functionality in the straight position with a test cartridge reload and then, the knife only advanced few millimeters and the firing stopped. The knife reverse button was activated and the knife returned to home as intended. In order to verify the condition of the internal components the device was disassembled. Upon disassembling, the pawl bailout was found to be damaged and engaged with the drive bar. It prevented the device from firing; however, it could not be determined what may have caused this condition.